Manufacturer narrative:
E1. Zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation", leaking valve and car accident. Later healthcare professional reported "skin incision was performed with a scalpel, followed by dissection with electrocautery down to the level of the fibrous capsule". This record is for the right side. The device was explanted.